Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2158500, model: sc-2158-50, serial: (B)(6), batch: 14531759.

Event description:
It was reported that the patients ipg was not working as intended. It was also reported that the patients leads migrated. No device malfunction was suspected. The patient underwent a spinal cord stimulator (scs) system replacement procedure and the patient was doing well postoperatively. The explanted devices were disposed by the facility.